Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that a patient in room 6448b had a 11 beep of ventricular tachycardia (vtach) and alarmed as a yellow alarm and should have been a red alarm. The device was in clinical use at the time the issue was discovered. The philips remote service engineer (rse) reviewed the patient strip; looking at the beat labels, the rse noted there were ventricular beats and supraventricular beats and a normal beat during the 'run' of vtach. The pacer was also at unconfirmed and the patient does not have a pacer. There was no adverse event or patient harm, as the clinical staff noted the run on the monitor in real time.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site and obtained audit logs and patient strips. A philips remote service engineer (rse) provided this information to a clinical product specialist (cps) who reviewed the data. The cps reviewed the strips and looking at the beat labels there were ventricular beats and supraventricular beats and a normal beat during the 'run' of vtach. The patient does not have a pacemaker. This run did not meet the above criteria configured for the vtach alarm settings. The ¿s¿ labeled beat in the middle of the run due to a slight change in timing and morphology in the v-lead kept this run a yellow non-sustained vtach alarm instead of a red vtach. This information was provided to the original caller. Based on the information available and the testing conducted, the cause of the reported problem was a normal heartbeat, during the run of vtach. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.